Manufacturer narrative:
The device was evaluated by olympus. The evaluation found no image was produced with olympus, model series 190 scopes due to a printed circuit board failure. In addition, the evaluation found the light intensity of the image flickered due to a faulty printed circuit board; the cable units were found rusty; the video connector was found loose; heavy dust inside the unit; heavy corrosion on the chassis; the net spacer was found deformed; a crack was found on the power switch; the capacitors were found rusty; scratches were noted on the top cover and front panel; rust was noted on the rear panel. The reported problem of e300 error was not reproduced. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to a report of an "e300" error. Upon inspection and testing of the returned device, it was found that no image was present. This report is submitted for the malfunction of no image. As this was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. And to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be (B)(6) 2022. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿no image appears¿ was attributed to faulty patient circuit (cp) board, but the cause of the fault could not be identified. A replacement of the faulty board was recommended. Olympus will continue to monitor field performance for this device.